Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. Customer reports other like events with unknown dates represented in this MDR. G.4. K201075; k251654 h.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided; therefore, il was used as the state.

Event description:
It was reported that bd insyte autog bc wing drew air during aspiration. We had multiple incidents with the 20g IV catheters where we will place the IV, but as we are trying to draw blood into a syringe or j loop, it pulls mostly air. The hubs of the IV catheters do not look cracked. Possibly the seal between the catheters and the hubs are compromised. No patient impact/harm reported. On 6/11/2026: it is mentioned "we had multiple incidents with the 20giv catheters". Could you please provide total number of occurrences and exact date of events in format dd-mmm-yyyy? Unable to provide that at this time.